Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient no longer had stimulation and was unable to communicate with the ipg using the external devices. The sjm representative met with the patient and confirmed the issue. It was reported the physician planned to replace the ipg at a future date.